Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, following a cataract surgery with intraocular lens (iol) implant procedure, the patient experienced glare and halos. The iol was exchanged with an alternate iol. There are two medical device reports associated with this patient. This report is associated with first eye. Additional information has been requested; however, further information has not been received.